Event description:
It was reported that bd alaris texium closed male luer was leaking the following information was received by the initial reporter with the following . It was reported by customer that the leakage at the texium tip.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10012241-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.